Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05424. (B)(6) clinical study. It was reported that patient death occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was unstable angina. Abnormal stress test or imaging stress test indicated ischemia prior to procedure. Subsequently, coronary angiography and index procedure were performed. Target lesion was located in proximal left anterior descending (lad) artery with 95% stenosis and was 15 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of 2.50 x 20 and 2.25 x 8 mm study stents. Following post-dilatation, the residual stenosis was 0%. On the following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient expired and the cause of death is unknown.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that, per death certificate, the patient's cause of death was cardiomyopathy and the underlying cause was coronary artery disease. Autopsy was not performed and the patient was under hospice care during her death.